Event description:
A report was received that the patient was experiencing numbness after the spinal cord stimulator (scs) implant procedure. Computerized tomography scan was taken and showed that the lead was too tight in the spinal cord which physician believed could be the reason for numbness. The patient underwent a lead replacement procedure and was doing well postoperatively.